Event description:
There was an error turning off the stopcock to the medtronic duet external drainage and monitoring system between the transducer stopcock and the drip chamber. The prior similar equipment manufactured by codman had the "on/off" stopcock manipulation for monitoring in the exact opposite direction from the medtronic device. Inconsistency in design between these devices was a contributing factor to the use error.